Event description:
It was reported that noise resulting in oversensing, pacing inhibition, and inappropriate mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the event was reproducible. The ra lead was capped and replaced to resolve the event and the patient was in stable condition. Lead insulation damage was observed on the proximal end of the lead during the revision procedure.